Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the imaging system. It was reported that the door cables were replaced and adjusted. A full system checkout was performed after part replacement and all tests passed.

Event description:
Medtronic received information regrading an imaging system being used in a spinal fusion. It was reported that after replacing the handswitch the issue with the door opening button being delayed or not working on depress it still present. The user facility (uf) is requesting a system check out. The surgery was extended less than an hour. No impact on patient outcome.